Manufacturer narrative:
Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that black hair was found on the bd pegasus¿ safety closed IV catheter system needle hub before use. The following information was provided by the initial reporter, translated from chinese: "(B)(6) 2022, before use, it was found that black filamentous suspected hair foreign matter about 10cm long was found in the indwelling needle box. The use was stopped and replaced in time. This event was found in time, not used, and no injury occurred."

Manufacturer narrative:
H6: investigation summary: since no photos or samples displaying the reported condition of foreign matter were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that black hair was found on the bd pegasus¿ safety closed IV catheter system needle hub before use. The following information was provided by the initial reporter, translated from chinese: "2022-09-28, before use, it was found that black filamentous suspected hair foreign matter about 10cm long was found in the indwelling needle box. The use was stopped and replaced in time. This event was found in time, not used, and no injury occurred."